Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that he was hospitalized due to low blood glucose. The blood glucose reading was 28 mg/dl. The customer stated that the blood glucose ran low since he was laid off from work. The customer wearing the insulin pump at the time of the event and was in a car accident due to this low blood glucose and was there for two weeks and had 3 surgeries and 17 broken ribs. The customer was the driver of the car. The drive support cap appeared normal and recessed. The reservoir showed the same amount of insulin as was shown on the status screen. The customer reported that it was hard to read the screen. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was received with minor scratched lcd window, cracked lcd window, cracked case at the display window corner, scratched keypad overlay, scratched case and cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.